Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. No unexpected frozen display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen screen. The customer's blood glucose level was unknown. The customer reported that in the middle of the bolus delivery, rewind"screen appeared and on the lower part of the screen, reservoir and tubing was displayed. They reported that when the operation was performed according to the procedure for the time being, the screen froze even though the select button was pressed and held because of holding load. They also reported that the insulin pump replace battery now alarm even after using new batteries. The insulin pump will be returned for analysis.